Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. The device was returned to animas and investigated by product analysis on 05/15/2017; the display was confirmed to be dim/faded/discolored.